Event description:
Patient reported experiencing an elevated blood glucose level of 175 mg/dl on (B)(6) 2013 at 6:30 am. Patient stated all of the buttons on the infusion device are without function. Patient reported the infusion device programmed a bolus of 3.1 units of insulin by itself. Patient reported experiencing an elevated blood glucose level of 293 mg/dl around 8:30 am and at 9:28 am. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the up button are lacerated. The damages did not influence the insulin pump functions. The buttons passed the functional investigation successful and comply with the specification. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. History list: the pump correctly delivered the bolus after confirms command by the customer. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.